Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Hybrid analysis confirmed the reported high current drain. A low battery power on reset event occurred while removing the shield from the device clearing the high current drain condition. Further analysis identified the device performed nominally. The cause of the high current drain condition could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was explanted due to the patient being upgraded to an implantable pulse generator (ipg). The device was returned for analysis. Analysis of the device indicated that the icm experienced a high current drain. It was further reported that the device experienced a power on reset. The device high current drain was cleared following the power on reset occuring. The icm is no longer in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.